Manufacturer narrative:
Device display and back light properly. No missing segment or partial display or back light anomaly noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing. No audio or beep anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not receive low reservoir warning. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had screen flashing off and on sometimes. The insulin pump will not be returned for analysis.